Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarms. The customer stated they were getting no delivery alarm although insulin was clearly coming out and had several of them. The customer stated every time she changed battery in insulin pump, it resets date and time, and reservoir needed to be changed and rewound. Contacts were not missing or damaged. The customer stated neither compartment nor spring were damaged or corroded. The customer stated they received failed battery test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.